Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have charring and localized melting of one of the bipolar yaw pulleys, in the space next to the grip. The instrument passed the electrical continuity test.

Event description:
It was reported that the fenestrated bipolar forceps instrument had an unknown issue. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the event was confirmed to have taken place during a gyn hysterectomy procedure. The instrument was inspected prior to use with no damage reported. The issue was identified during the procedure and no thermal damage was reported. Arcing was not reported during the procedure. There was no injury to the patient reported.